Event description:
A peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was discovered in the pump module area as well as the exterior of the cycler set cassette. The volume of the fluid was approximately one cup. The patient reported receiving the m83 pump a vs. B volume error alarm prior to encountering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pd patient initially contacted fresenius for troubleshooting assistance when the cycler would not power on. The power cord was reseated to resolve this issue after it was discovered to be insecurely connected to the back of the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient used the cycler in order to complete pd treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the cycler without further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was discovered in the pump module area as well as the exterior of the cycler set cassette. The volume of the fluid was approximately one cup. The patient reported receiving the m83 pump a vs. B volume error alarm prior to encountering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pd patient initially contacted fresenius for troubleshooting assistance when the cycler would not power on. The power cord was reseated to resolve this issue after it was discovered to be insecurely connected to the back of the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient used the cycler in order to complete pd treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the cycler without further issues.